Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6003137 in question was manufactured at the reynosa site. Device history record (DHR)review: the lot 6003137 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac m12 on 12-sep-2023, with a total of (B)(4) units. The sub-assembly: assembly lot 3j00293 was manufactured according to the wi version 26 and assembled in the quickset line, on 12-sep-2023, with a total of (B)(4) units. Lot 3j00294 was manufactured according to the wi version 26 and assembled in the quickset line, on 12-sep-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 3j00250 was manufactured according to the wi version 39 and manufactured in the line mp04, mp05, mp08 on 09-sep-2023, with a total of (B)(4) units. The lot 3j00248 was manufactured according to the tem sop version 14 and manufactured in the line mp04 on 08-sep-2023, with a total of (B)(4) units. The lot 3j00249 was manufactured according to the tem sop version 14 and manufactured in the line mp05 on 06-sep-2023, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was quick release. The infusion set was in use for 3 days. The patient was sleeping at the time of the event. No further information available.